Event description:
The patient was hospitalized for observation after using the suspect device to check their blood glucose. The pt used the device and obtained a result of 528 mg/dl. The pt went to the hospital and their glucose was 199 mg/dl. The pt was kept for observation. After the incident level 1 glucose control was used on the system and the control value fell within range. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.